Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 15-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient's catheter had disconnected "right after the patient originally got the pump." The caller though it was "like 2014." She noted it was her fault "because the patient was in a bouncy house she was standing in it and they were barely bouncing." It was confirmed that surgical intervention resolved the issue at the time. No patient symptoms were reported. No further complications were reported.